Event description:
During a code: male age 70's was in cardiac arrest, unit was hooked, pads would not separate correctly. After several pairs of pads were used, they finally were able to get a good pair. No pads are coming back. Pt was transported to a hosp and pronounced.